Manufacturer narrative:
H-2. Additional info received after filing the medwatch form revealed the filter did not spontaneously migrate as origionally reported. Some time post successful filter placement, a central line was advanced. It is believed central line placement contributed to this event.

Event description:
A filter migrated to the pts atrium 24 hours post placement. Info provided by the user facility indicated the pt was a 75 yr old quadriplegic. The filter was successfully retrieved with a snare and another filter was placed without pt sequelae. Co is unable to obtain info regarding routine chest physical therapy, "quad coughing". The type of therapy, indicated for quadriplegic for mobilization of pulmonary secretions, may be a cotributing factor to filter migration. To date, the device has not been received by this MFR. Upon receipt of the device and completion of the engineering evaluation, a supplemental mw form will be forwarded under the above noted sequence number.